Event description:
It was reported to philips that the device failed to correctly analyze a patient during a cardiac event. It was noted that the unit advised a shock during an asystole rhythm and the device was switching between analyzing and do not touch while in AED mode.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device failed to correctly analyze a patient during a cardiac event. It was noted that the unit advised a shock during an asystole rhythm and the device was switching between analyzing and do not touch while in AED mode. It was reported that the patient experienced unspecified harm. Multiple requests were made for additional details regarding the harm the patient experienced and for additional patient/procedure information from the customer, however, no additional details were received. No ECG monitoring strips or case event files were provided to philips for review. A philips field service engineer (fse) evaluated the device and was unable to duplicate the issue. No parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.

Event description:
It was reported to philips that the device failed to correctly analyze a patient during a cardiac event. It was noted that the unit advised a shock during an asystole rhythm and the device was switching between analyzing and do not touch while in AED mode.